Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received device. The balloon was noted to be discolored, the shell and the valve were light blue and green in appearance. White particles were noted on the outer surface of the shell. An opening was noted on the radius of the shell, approximately two inches away from the center patch/valve. A sample fill tube was used to perform further device testing. A valve test was performed, and noted the flow of di water was continuous and unobstructed. An air leak test was performed, and noted leakage from four openings on the radius of the shell. The first opening on the radius of the shell, approximately 1/10 of an inch in length, was noted to be striated, and consistent with damage from device removal activities. The second, third, and fourth openings were all approximately 1/10 of an inch in length, and were also noted to be striated, and consistent with damage from device removal activities. Under microscopic analysis, white and yellow particles were noted in the valve channel/hole.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). Deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient had the orbera intragastric balloon complained, "bluish urine. It was performed eda and the result was a balloon with signs of deflation and leakage". Balloon was removed and replaced.